Event description:
Reportedly, three days after operation, pt complained of pain and returned to the hospital. Upon opening the pt, it was discovered the clip on the bile duct was not completely across the duct on one side and bile leakage was observed. Procedure type: lap cholecystectomy.